Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6348849, medical device expiration date: 06/30/2018, device manufacture date: 12/13/2016. Medical device lot #: 7009735, medical device expiration date: 07/31/2018, device manufacture date: 01/09/2017. Medical device lot #: 7031770, medical device expiration date: 07/31/2018, device manufacture date: 01/31/2017. Medical device lot #: 7055561, medical device expiration date: 08/31/2018, device manufacture date: 02/24/2017. Medical device lot #: 7067956, medical device expiration date: 09/30/2018, device manufacture date 03/08/2017. Medical device lot #: 7087940, medical device expiration date: 09/30/2018, device manufacture date: 03/28/2017. Medical device lot #: 7087950, medical device expiration date: 09/30/2018, device manufacture date: 03/28/2017. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes had gel clogging instrument probes and tubings.